Manufacturer narrative:
The investigation determined that a higher than expected vitros cerebral spinal fluid (csf) glucose (glu) result was obtained from a single college of american proficiency (cap) survey sample suing vitros glu xt reagent lot 7417-0014-4811 processed on a vitros xt7600 integrated system. The assignable cause for this event is unknown. Historical vitros glucsf quality control results showed imprecision at a similar concentration as the affected cap proficiency sample, indicating that the vitros glu xt lot 7417-0014-4811 was not performing as expected at this concentration. However, continual tracking and trending of complaints does not indicate a systemic issue with vitros gluy xt lot 7417-0014-4811. The customer indicated that the original sample report to cap was sent in error. The customer stated that he believed the laboratory technician that processed the samples had run them under the wrong body fluid, however a review of e-connectivity showed that the results obtained were under the correct body fluid of csf. It is unknown if there was another sample handling error made by the customer. An issue with improper sample handling cannot be ruled out as a contributor to the event. Precision testing used to assess the performance of the vitros xt7600 integrated system was not performed at the time of the event, therefore, an instrument related issue cannot be completely ruled out.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros cerebral spinal fluid (csf) glucose (glu) result was obtained from a single college of american proficiency (cap) survey sample using vitros glu xt reagent lot 7417-0014-4811 processed on a vitros xt7600 integrated system. Glu csf cap sample m-03 result of 283.0 mg/dl vs. The expected result of 36.6 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer made no indication that vitros csf glu patient results have been questioned by clinicians. There were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 602240.